Event description:
It was reported that the lid locking failed due to a damaged seal. No patient involvement. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2. Foreign - france review of the most recent repair record determined the lid locking failed due to a damaged seal. The unit was scrapped. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a follow-up report will be filled accordingly.